Manufacturer narrative:
The device was not returned for evaluation. Medical imaging was provided for this case and reviewed by william cook australia medical affairs director, who made the following assessment: "when they say that the fabric was torn by the balloon, we don¿t have any imaging to confirm that is what happened ¿ only the site¿s report that it is what they think happened. Also, the sentence about the leak persisting but appeared to partially resolve, is somewhat vague, and I am assuming that the reversal or wearing off of the heparin caused the leak to slow down. This would imply that the leak was small, as a significant tear of the graft fabric would not be sealed by heparin reversal. Having now received the 30-day post procedure CT scans, I can add that it all looks like a good result. Of note, I can see the double layered overlapping grafts at the main body overlap ¿ and the type 3 endoleak they reported no longer appears to be present. I can also see the double layered iliac limb stent grafts where they re-lined the first ones after they had shortened during deployment. The right internal iliac artery has amplatzer plugs in it, but there seems to be good backflow via cross-pelvic collaterals. The main iliac limbs are in crossed configuration, an incidental noting, but of no clinical significance. To summarize, the problems reported in the original complaint appear to have resolved with a good end result. I can¿t shed any light or confirm any possible cause of the type 3 endoleak originally reported, as we don¿t have imaging from the index procedure." Work order: (B)(4) was reviewed and appears complete and correct. The IFU provided with the device states: "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak; endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion". From the information provided in the complaint it is difficult to determine a definitive root cause to explain the difficulty experienced by the customer and patient. It is most likely that one or more of the following factors contributed to the complaint: tearing of graft material due to over-ballooning of overlap area wear/abrasion/biodegradation at interface site between components procedural factors.

Event description:
A type iii endoleak was noted between the proximal and distal components. The devices were re-ballooned at the overlap and the fabric was torn due to ballooning. An additional graft (esbe-32-39-zt) was placed to repair the tear. The leak persisted, but appeared to partially resolve. The patient was discharged, and will return in 30 days for a scan.

Event description:
A type iii endoleak was noted between the proximal and distal components. The devices were re-ballooned at the overlap and the fabric was torn due to ballooning. An additional graft (esbe-32-39-zt) was placed to repair the tear. The leak persisted, but appeared to partially resolve. The patient was discharged, and will return in 30 days for a scan.